Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's family or friend reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 190 mg/dl. Customer was in the rain prior to the alarm occurring. Customer's family or friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.